Event description:
Patient presented at hospital with noise. The patient had not received any shock and the noise looked to be short in duration. Externalized conductors were visible on fluoroscopy and via direct visualization. The lead was extracted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.